Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The device history record was requested from the manufacturer of the device; however, to date no response with this information has been received. A two-year review of complaint history found no other complaints for this device and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that td8509 device's dilator broke off from the base while in the joint. This occurred during a acl with bone block on (B)(6) 2019, causing a 12-15-minute delay in the procedure. The user was drilling in the femoral near the end of the procedure and was widening the femoral tunnel by 0.5 mm increments when the event took place. The user then used a combination of vice grips and another device to remove the component. There was no report of injury to the patient or the user. There was no report of medical intervention or hospitalization due to the event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.